Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported per patient call that on an unknown date, the patient underwent a surgery. It was alleged that the patient was implanted with rhbmp-2/acs. Post-op, he suffered unspecified injuries.